Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.